Manufacturer narrative:
Additional manufacture narrative - philips has investigated this complaint. Philips has analyzed the log file and found that the system identified collisions while the user was performing motorized frontal stand movement. The collision errors stopped the c-arm movement and were caused by motor current values being out of tolerance, not physical collisions. A philips engineer recalibrated the motor currents and the system was returned to use in good working order.

Event description:
It was reported to philips that during a procedure, the philips azurion system stopped responding to motion controls. The customer moved the bed instead of the c-arm to continue the procedure. No harm to the patient or the user was reported to philips. Philips has started the investigation for this complaint.